Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was 2016. It was reported that due to three infections the pump was completely removed. Cultures were done. The cause of the infection was wound dehiscence. The infections have resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.